Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. The reason for call was patient states they were implanted to help with fecal incontinence. Patient states they are having negative effects on the bladder. Patient states since "maybe during the trial" they haven't been able to fully empty their bladder and it seems to have gotten worse. Patient inquired if this could be related to the therapy. Patient also states they also have trouble sitting and are not getting a 50% reduction in fecal incontinence symptoms. Patient states they go at least 7 times during the day and 2-3 times at night. Patient states some are emergencies and some are accidents. Agent reviewed option to change programs and redirect to doctor. Agent reviewed therapy expectations and recommended tracking symptoms. Agent also reviewed known adverse events to the therapy.